Event description:
The handpiece wouldn't work during a pelviscopy/myomectomy procedure. It was unknown if a solid tone was given. The case was completed with a second handpiece with a patient consequence.